Event description:
The user reported that, during a radial left heart catheterization, the radial artery spasmed when the user tried to remove the sheath. The distal portion of the sheath broke off and was left in the patients artery. Surgery was required to remove the broken section. The section was successfully removed from the patient. No further harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used device returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.